Manufacturer narrative:
Customer replaced cc cuvette wiper, however, the issue was not resolved. Customer technical support (cts) advised customer to replace cc reagent syringe and to perform wash all cuvettes. The issue was not resolved. Customer called back with same problem and also stated that cc reagent probe b was leaking from the bottom of the collar wash. Cts verified that leak is coming from the cc reagent probe b collar wash. A bci field service engineer (fse) replaced reagent probe b bead assembly. Performed all reagent probe alignments and tested. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cartridge chemistry (cc) cuvette not dry error/cc reagent delivery subsystem motion error. No injury was reported.